Manufacturer narrative:
(B)(4) batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There were staples present, but the staple line was open patient did not encounter adverse consequence. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler fired, but did not seal. The surgeon fired this on the hepatic portal vein and reported that the vein was not sealed at all. A few staples were present as they were repairing but they did not feel that it had fired all the way across. The issue was recognized early and repaired, so the patient is doing fine at this moment.

Manufacturer narrative:
(B)(4). Date sent: 03/18/2021. D4: batch # u5e255. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the hemostasis controllable and incomplete staple line, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.